Event description:
The complainant stated that the siderail will not stay in the up and locked position.

Manufacturer narrative:
The tech found the latch, latch spring, and latch pin were rusted and worn. He replaced the worn siderail hardware to repair the bed.